Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory and was due to electrocautery exposure. The electrocautery caused the device to enter backup operation. The device was tested on the bench and no anomalies were found. The cause of the field event was due to electrocautery exposure.

Event description:
It was reported that during a generator change-out due to normal eri, loss of pacing support was observed. When the physician opened the pocket, the patient's heart showed asystole with the loss of pacing support. External pacing was used until the device was replaced. The patient presented stable.